Manufacturer narrative:
H4: the lot was manufactured between september 12, 2019 - september 14, 2019. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. The sample was cut at the top tight where the customer likely drained the contents. A functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition was not determined, however; the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.